Event description:
While the sv300 was on a test lung, they sensed a burning smell and the test long over inflated and burst. The unit was investigated by biomedical engineering. It was found to have a bad 02 gas module. There were no alarms. The unit was repaired and put back in service. The faulty component was disposed of locally.